Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the spring that supports the monitor vertically completely failed shattering the plastic cover. There was no patient involvement and therefore no adverse consequence.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the spring that supports the monitor vertically completely failed shattering the plastic cover the failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be damaged tension screw or bushing . The device manufacture date is not known. Gtin: (B)(4).

Event description:
It was reported that the spring that supports the monitor vertically completely failed shattering the plastic cover. There was no patient involvement and therefore no adverse consequence.